Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received confirming the operative eye as the left eye.

Manufacturer narrative:
Product evaluation: the lens was returned wrapped in surgical gauzes. Blood and solution is dried on the lens. Both haptics are bent in the gusset and distal area. The optic is cut into multiple pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Root cause: the product investigation could not identify a root cause for the reported complaint. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the extensive optic damage. The manufacturer internal reference number is: 2020-46751.

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported an explanted intraocular lens three months following implant. The patient reported glare and halos. The iol was exchanged for a different manufacturer¿s iol. Additional information is requested.